Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a scratch on an intraocular lens (iol) that was being implanted from a preloaded delivery system. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The device and lens were returned separated. Viscoelastic is observed in the device. The plunger is oriented correctly. Viscoelastic was dried on the lens. Haptic damage was observed which may have been interpreted as scratch damage. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The lens was not scratched. Lens damage was observed which may have been interpreted as the reported complaint of "scratch on iol". The root cause for the complaint. May be related to a failure to follow the directions for use (dfu). A non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. No damage was observed. The manufacturer internal reference number is: (B)(4).